Event description:
Ous MDR - after an implantation time of approx 1 day, a myocardial perforation was reported. The device was not returned for analysis. There is no indication that this lead was explanted or if there was any intervention performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency. During the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.